Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error. The customer¿s blood glucose was unknown. Customer also reported that they had to press act and esc button more than once. Customer stated that backlight was not came on and thus they had difficulty to read the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened button dome switch . The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify backlight anomaly, failed battery alarm, low battery alarm, rewind anomaly, prime or fill anomaly, motor error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.